Event description:
It was reported that during insertion, several error codes were present. The device was restarted approximately six times and the delivery device was changed however the problem persisted. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned rezum generator underwent a thorough analysis. The service department was able to replicate the 495 (rf power supply failed self-test on startup) error code and it was determined that the bovie rf power supply failed. Replacing the bovie rf power supply resolved the issue. The generator passed full functional and electrical safety testing. The event experienced by the customer was most likely caused by an electrical failure with the rf bovie power supply, therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during insertion, several error codes were present. The device was restarted approximately six times and the delivery device was changed however the problem persisted. The procedure was cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.